Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was cracked and touchscreen is unresponsive and illegible. Customer's blood glucose (bg) was 537 mg/dl. A correction injection via manual injection was administered to address the bg level. The customer reverted to manual injections for insulin therapy.